Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to an unknown cause. A new lv lead with a different model was placed. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to an unknown cause. A new lv lead with a different model was placed. No adverse patient effects were reported. Additional information indicates that the lead would not track down the vessel, so the physician opted for a different lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed no abnormalities, and typical surgery-related damage is noted, but is not considered abnormal. The observed damage is not deemed to indicate a product defect or malfunction. This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to an unknown cause. A new lv lead with a different model was placed. No adverse patient effects were reported. Additional information indicates that the lead would not track down the vessel, so the physician opted for a different lead. No adverse patient effects were reported.